Manufacturer narrative:
X-ray image review: post operative x-rays are provided from thoraco-lumbar-pelvic deformity correction. It is difficult to see hardware failure at bottom end of construct but by report both rods were broken. There appears to be a back-out of hardware at the top of construct which stops at the apex of thoracic curvature. A coronal deformity is also present above the construct. Unable to determine fusion status on these films. Root cause: indeterminate, failure of fusion, progression versus uncorrected deformity.

Manufacturer narrative:
This part is not approved for sale in us but a similar product with catalog # 1604200500 and 510k# k113174 is approved for sale in us. (B)(4). The device is not returned to manufacturer for evaluation therefore we cannot determine definitive cause of event.

Event description:
Levels of implant in initial surgery: th9-s2 it was reported that patient underwent thoracolumbar interbody fusion due to degenerative scoliosis .on an unknown date, post-op, rod at l5/s broke. Patient underwent revision surgery in which rod was explanted and was replaced with cobalt chromium rod.

Manufacturer narrative:
Product analysis: visual review confirms rod breakage. Damage and smearing noted on fracture surface. Witness mark and deformation consistent with rod bender noted immediately adjacent to fracture surface. Significant deformation at multiple locations along the length of rods due to apparent rod bending. Fracture surface examination identified gently progressive convex striations or beach marks emanating through the cross section of the rod until subsequent mechanical failure. Dimensional inspection confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with failure due to cyclic fatigue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.